Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9/h3 - device available for evaluation updated from yes to no.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ failure to follow steps/instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of a right femoral vein using the pre-close technique via a 7f sheath hole prior to a trans-catheter pulmonary valve replacement procedure. Reportedly, when the proglide plunger was removed, no suture came out. Another proglide was removed after deployment. The suture was noted to be bunched up/knotted. The suture of two proglide devices were successfully pre-placed. The sheath was upsized to 24f, and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.